Event description:
It was reported that the customer received a button error alarm on his insulin pump and the buttons were stuck, after possible exposed to perspiration or moisture. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 120 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).